Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This part and lots numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted w/the correct fit and orientation as per the surgical technique. Therefore, a definitive root cause for the complaint cannot be determined with the info provided.

Event description:
It was reported that the patient is experiencing a failed implant.

Manufacturer narrative:
Other devices used: catalog #42502206202, persona cr porous femoral component, lot #62679526. Catalog #42522000510, persona vivacit e articular surface, lot #62691695. Review of the provided x-rays appears to show no obvious failure in the implants. The device history records were reviewed for all related components and no deviations or anomalies were identified. These devices are used for treatment. Medical records received indicate severe degenerative joint disease of right knee. Patient has advanced lateral compartment osteoarthritis and lesser degree of osteoarthritis in the patellofemoral and medial compartments. A definitive root cause cannot be determined with the information provided.